Event description:
On (B)(6), a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue occurred on (B)(6) in the morning. The patient manages his diabetes by self-adjusting his insulin doses and skipped taking his usual dose of ¿40 units lantus insulin¿ on (B)(6) in response to the alleged issue. The reporter stated that on (B)(6), in the evening, the patient developed symptoms of ¿blurred vision and dizzy¿ and went to his pharmacy to test his blood glucose on the pharmacy meter, however the reporter could not specify the result obtained. During troubleshooting the cca noted that it was the first time the meter had been used and the patient had followed the correct testing steps. The test strips had not expired or stored incorrectly and completely drew in the sample during testing. When the patient was walked through a retest the issue remained unresolved. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.